Event description:
It was reported that the patient called the perfusion team to report a ventricular assist device (vad) disconnect alarm, which was initially thought to be an electrical fault. It was confirmed through the phone with the patient that the driveline was still properly connected, and the red alarm could be heard through the phone. It was noted that the patient was already short of breath and was instructed to call 911 since the vad had stopped functioning. By the time the paramedics had reached the patient house, the patient was found on the ground unconscious. The patient was transported to the hospital with ongoing cardiopulmonary resuscitation (CPR) and was pronounced expired on arrival. It was also noted that the patient¿s driveline and the two full batteries were properly connected.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿ controller 2.0. Model#: 1420. Catalog#: 1420. Expiration date: 31-jan-2022. Serial#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Devic evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 08-jan-2021. Labeled for single use: no. (B)(4). Additional information has been requested regarding the date of death (month and year valid), vad implant date, patient demographics, and initial reporter information of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the ventricular assist device (vad) and controller were not returned for evaluation. Review of the alarm log file revealed 54 electrical fault alarms logged between 26-apr-2022 and 15-may-2022. The electrical fault alarms were due to an open phase in the rear stator, resulting in the pump running on a single stator (front stator only). Review of the event log file also revealed several reactivation events logged between 26-apr-2022 and 15-may-2022 due to an open phase in the rear stator. Additionally, a vad disconnect alarm was logged on 22-may-2022 at 18:08:37 due to a critical phase open, indicating there was an open phase on each stator. Log file analysis also revealed power consumption above the normal operating range throughout the analyzed period due to the increased power consumption required to run on a single stator, and 26 high watt alarms were logged on 26-apr-2022, after which the high watt alarm threshold was increased to 25 watts, which likely resulted in no further high watt alarms being triggered despite the above high power consumption required to run on a single stator. As a result, the reported events were confirmed. A possible root cause of the electrical fault alarms, reactivation events, high power consumption, and vad stopped alarm can be attributed, but not limited, to a marginal connection between the driveline and controller and/or contamination within the driveline connector. For system reported products for supplemental rr. Additional products: d4: serial #: (B)(6), h3: yes h6: img code(s): g04034 h6: FDA method code(s): b15,b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d15 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event. Updated section: a2-age at the event a2-date of birth a4-weight b2-date of death d6a- implant date e1- initial reporter investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and a revision to the product event summary. Revised product event summary: the controller ((B)(6)) was returned for evaluation. The pump ((B)(6)) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. Review of the alarm log file revealed 54 electrical fault alarms logged between 26-apr-2022 and 15-may-2022. The electrical fault alarms were due to an open phase in the rear stator, resulting in the pump running on a single stator (front stator only). Review of the event log file also revealed several reactivation events logged between 26-apr-2022 and 15-may-2022 due to an open phase in the rear stator. Additionally, a vad disconnect alarm was logged on 22-may-2022 at 18:08:37 due to a critical phase open, indicating there was an open phase on each stator. Log file analysis also revealed power consumption above the normal operating range throughout the analyzed period due to the increased power consumption required to run on a single stator, and 26 high watt alarms were logged on 26-apr-2022, after which the high watt alarm threshold was increased to 25 watts, which likely resulted in no further high watt alarms being triggered despite the above high power consumption required to run on a single stator. As a result, the reported events were confirmed. A possible root cause of the electrical fault alarms, reactivation events, high power consumption, and vad stopped alarm can be attributed, but not limited, to a marginal connection between the driveline and controller and/or contamination within the driveline connector. Additional products: (B)(6), d9: yes, return date: 19-dec-2022 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for a revision to the product event summary. Revised product event summary: the ventricular assist device (vad) (B)(6), and controller (B)(6), were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. There was no evidence that vad (B)(6) had previously been serviced. A review of vad¿s manufacturing documentation confirmed that the device met all requirements for release. A review of the controller's manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Failure analysis of the returned vad revealed that the device passed dimensional verification; there were no anomalies that could compromise the performance of the vad. Post-explant functional analysis was not possible due to the wire damage. Visual examination of the vad revealed no indication of mechanical abrasion or abnormal wear of the impeller or on the vad housing surfaces. However, visual examination revealed damage of the strain relief close to the header of the vad, as well as damage to the red and white wires. Supplemental testing of the wires at the vad header indicated that the location and openings of the fractured wires suggest a uniaxial bending load on the wires, and the rounded edges of the strands are consistent with mechanical stress fractures. There was no gross evidence of thrombus within the device. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. Review of the alarm log file revealed fifty-four (54) electrical fault alarms logged between (B)(6) 2022. The electrical fault alarms were due to an open phase in the rear stator, resulting in the vad running on a single stator (front stator only). Review of the event log file also revealed several reactivation events logged between (B)(6) 2022 and (B)(6) 2022 due to an open phase in the rear stator. Additionally, a vad disconnect alarm was logged on (B)(6) 2022 at 18:08:37 due to a critical phase open, indicating there was an open phase on each stator. Log file analysis also revealed power consumption above the normal operating range throughout the analyzed period due to the increased power consumption required to run on a single stator, and twenty-six (26) high watt alarms were logged on (B)(6) 2022, after which the high watt alarm threshold was increased to 25 watts, which likely resulted in no further high watt alarms being triggered despite the above high power consumption required to run on a single stator. The reported vad disconnect and electrical fault alarms event was confirmed. Based on the available information and the investigation conducted, a possible root cause of the electrical fault alarms, reactivation events, high power consumption, and vad disconnect alarm may be attributed to the damage at the strain relief of the vad header, which likely left the driveline wires exposed, further allowing wires to break from the header, thus triggering the alarms. A possible root cause of the damage at the strain relief may be attributed but not limited to damage induced during implant which progressed over time; however, an internal investigation is further evaluating this issue. Additional products: d1: controller d4: (B)(6) h3: yes h6: the codes present in section h6: correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.